Event description:
Customer reported the panorama panorama central station lost power which may have resulted in a loss of ambulatory telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Mindray service reps replaced the power supply and cleared error logs. Performed all functional checks.